Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultrasmart meter missing control solution. The medical surveillance specialist (mss) was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the afternoon of (B)(6) 2012. The patient reported managing their diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to their normal diabetes management due to the alleged issue occurring. However, the patient claimed that one hour and thirty minutes after the alleged issue began they developed symptoms of "blurry vision and dizziness." The patient denied receiving medical intervention as a result of the alleged issue. The cca educated the customer on the correct box contents of the package and confirmed that the control solution was not missing. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. It is not clear how the control solution missing caused the patient to develop the symptoms. However, this complaint is being reported as an adverse event because the mss was unable to clarify how the alleged issue caused the patient to develop symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.